Event description:
A customer reported to baxter (B)(4) of a bolsa eva parenteral 500 mlen peel pouch in which the bag was found perforated. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "a bolsa eva parenteral 500 mlen peel pouch in which the bag was found perforated" was confirmed during sample evaluation. Cuts were observed on the body of the bag during visual inspection. A leak on the body of the bag was observed during leak test. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.